Event description:
Philips received information from the customer reporting that when pressing the "down" button, the patient support would intermittently move down and out horizontally. There was no report of harm associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).